Event description:
It was reported this balloon was used successfully during a superficial femoral artery angioplasty procedure. Following withdrawal of the balloon catheter through the introducer sheath, it was noted the distal segment of the balloon catheter had detached in the pt, however, remained on the guidewire. Retrieval of the distal segment and guidewire, utilizing hemostats, was uneventful. The pt's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis is available. Without evaluating the device, co is unable to determine the cause of this event. Directions for use state; "if resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."